Manufacturer narrative:
(B)(4). Reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy manifested by cloudy pd effluent. On the same day as onset, the patient was treated for the peritonitis with cephalothin (1 gm as an only dose) and amikacin (100 mg as an only dose) intraperitoneally (ip) for peritonitis. On the same day, cephalothin and amikacin therapies were discontinued. Recovery status was not reported. Twenty seven days after onset, the patient experienced a relapse of the peritonitis manifested by cloudy effluent. On the same day, the patient was again treated with cephalothin (1 gm as an only dose) and amikacin (100 mg as an only dose) ip for relapse of peritonitis. On the same day, cephalothin and amikacin therapies were discontinued. Three weeks later, the patient again experienced cloudy effluent and was hospitalized on the same day for the event. On the same day, the patient was treated with unspecified antibiotics (doses and frequencies not reported) intravenously (IV) for peritonitis. On the same day, the patient was scheduled for pd catheter removal. On an unreported date, dianeal therapies were discontinued. At the time of this report, the relapsing peritonitis was not resolved and the patient was not recovered from the event. No additional information is available at this time. This is report 1 of 3 involved in this event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Added information: on an unreported date, the patient began hemodialysis treatment. Twenty-four days after being hospitalized, the patient was discharged. The patient is reported to be recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that hospitalization continued and the patient presented with fever and abdominal distension (no specific date reported) and these were considered as manifestations of peritonitis. Antibiotic therapy was reported to be continued on unspecified date with meropenem 1 gram per twelve hours (route and duration not reported), vancomycin 1 gram per seventy-two hours (route and duration not reported), and fluconazole 500 milligrams per twenty-four hours (route and duration not reported) for the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.